Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hrs. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery with the screw in question. During the insertion of the screw, the surgeon found that the screw bent. He stopped insertion of the screw and inserted another screw. It is unknown when the screw bent, before or during the surgery. There was no surgical delay. No further information is available. Concomitant device reported: unknown insertion instrument (part# unknown, lot# unknown, quantity 1). This complaint involves one ( 1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot sterile part: 404.850s, lot: 4l70670, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 20.may.2019, expiry date: 01.may.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: 404.850, lot: 4l49558, manufacturing site: grenchen, release to warehouse date: 02.may.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil. Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the visual inspection has shown that the screw is very slightly bent, this only visible when the thread is placed on a flat surface and then viewed against the light. The device is in a used condition, the thread flanks are slightly worn and shaft is discolored. Dimensional inspection: the review of the manufacturing documents has shown that all relevant dimensions of the screw were checked during the final inspection and no deviation from the specification was detected. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Investigation conclusion: the complaint is confirmed as the screw is slightly bent. During the performed evaluation no manufacturing related issue could be detected. This lot of 237 pieces was manufactured in may 2019 and we are not aware of any other complaint for this article- and lot combination. The exact cause of this occurrence cannot be defined. We can only assume that a mechanical overload during the insertion, for example by too much lateral stress, did lead to the slight deformation of the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.